Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The transmitter was removed prior to removing the sensor pod. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined.